Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the system does not display the correct values from the patient monitor in the sector for the control center, and the alarms of the bedside monitoring are not displayed on the control center. The device was in clinical use a the time the issue was reported. There was no adverse event or patient harm indicated at the time the issue was reported. No patient details were available at the time this report was due.